Event description:
A patient reported blood glucose results of "33 mg/dl and 82 mg/dl" with a lifescan meter, performed within 3 minutes of each other. She did not experience any symptoms after attempting to use the meter. The patient atefood and/or beverage after attempting to use the meter. She contacted a medical professional and was advised to eat something. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips passed using the control solution. Meter passed using the check strip.